Event description:
Blood glucose results of "558 and 158 mg/dl" with a lifescan meter, performed within 10 mins of each other. A potential malfunction of the meter in terms of precision. Meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it.